Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
A metallic component is coming loose- oral-b power oral care refills [device physical property issue] nothing has happened [no adverse event] case narrative: consumer's relative/friend stated via email that a metallic component is coming loose from the oral-b brush head. No injury was reported. Follow up received on 24-feb-2026: lot code was removed for suspect 'oral-b/power oral care refills/kids/eb10s/brush set/4ct'.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
A metallic component is coming loose- oral-b power oral care refills [device physical property issue] . Nothing has happened [no adverse event] . Case narrative: consumer's relative/friend stated via email that a metallic component is coming loose from the oral-b brush head. No injury was reported.